Event description:
It was reported that 30 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: material no. 328438 batch no. 0132200. Consumer stated when removing the needle cap the whole needle component comes off with the cap. Stated this happened with 30 syringes. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0132200 all inspections were performed per the applicable operations qc specifications. There was one(1) notification [200894508] noted for out of spec shield pulls. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 30 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: material no. 328438, batch no. 0132200. Consumer stated when removing the needle cap the whole needle component comes off with the cap. Stated this happened with 30 syringes. Date of event: unknown.